Event description:
I had endoscopic gastric sleeve surgery. Surgeon used ethicon echelon endocutter black model ecr60t. Lot number k4cg8p. I had staple line leak and ended up having three organs removed and now have leukemia. I didn't know the product was on a FDA recall. I have four children. I was told to get my affairs in order three times. I'm just trying to survive. FDA safety report ID# (B)(4).